Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 on a cobas 8000 cobas ise module, serial number (B)(4). The sample was processed by the modular preanalytic analyzer (mpa). After routine qc was out of the acceptable range, the customer repeated the qc which failed, performed calibration, and again ran qc which then passed. During this time period, 99 patient samples were tested for the ise assays and were reported outside the laboratory. All of these samples were repeated and 95 of the samples required corrected reports. Data was only provided for one patient sample as an example. The initial sodium result was 131 mmol/l and the repeat result was 143 mmol/l. The initial potassium result was 4.5 mmol/l and the repeat result was 5.0 mmol/l. There was no adverse event. The field service representative found the electrodes had failed. He inspected the system and replaced the electrodes he ran a precision check, calibration and qc with no further issues. (B)(4).

Manufacturer narrative:
Further investigation determined the root cause was most probably an operator handling issue as the calibration prior to the patient sample testing was likely performed with concentrated standards due to evaporation. The provided calibration data showed differing values for standards 1-3 compared to previous calibrations. Instead of replacing the standards by fresh ones, the recalibration was most probably performed with the same vials. Since the qc associated to this calibration was within range, it was assumed that the controls had also slightly evaporated and therefore the results were within range.